Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for freestyle libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing a fungal infection while wearing an adc freestyle libre sensor. It was further reported that the issue began on (B)(6) 2017 and it might be related to her taking water aerobic classes. Customer noticed the issue when she removed a sensor and noted having contact with a healthcare provider. Customer was diagnosed with mycosis and was advised to use econazole gel (econazole nitrate, an antifungal medication). The customer also reported that she was applying a hydrating cream. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a fungal infection while wearing an adc freestyle libre sensor. It was further reported that the issue began on (B)(6) 2017 and it might be related to her taking water aerobic classes. Customer noticed the issue when she removed a sensor and noted having contact with a healthcare provider. Customer was diagnosed with mycosis and was advised to use econazole gel (econazole nitrate, an antifungal medication). The customer also reported that she was applying a hydrating cream. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.